Event description:
It was reported that the patient experienced overdose symptoms during a refill procedure. The physician punctured the refill port and filled the pump with 40ml morphine when the patient suddenly noted that he felt sick. The patient began to sweat, felt nauseous, and had a significant decrease in blood pressure. The physician observed a swelling of the catheter as if it was extensively filled. The physician immediately aspirated the drugs from the pump reservoir but could only aspirate 36ml. The patient was connected to a clinical monitoring system. "After a while" the overdose symptoms vanished and the patient felt better. The physician later filled the pump with 10ml morphine and observed the patient and pump system in short term intervals. It was noted that during this last refill no problems occurred. The physician wanted to check the pump/catheter system by x-ray and fluoroscopy but had not yet been performed at the time of the report. The patient outcome at the time of the report was with no injury or adverse event. It was later reported that no x-ray was performed. The reporter stated that the physician told him "he was sure that he hit the refill port". It was noted that it was possible that at least a small amount of drug may have been filled into the pocket. The physician assumed that this drug volume was pressed along the outside of the catheter so that it looked like as if the catheter was swollen. It was thought that this was possibly the cause of the event and that "perhaps the patient just reacted very fast on this possible subcutaneous overdose". A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)